Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the recipient was re-implanted on (B)(4) 2023. According to the explant report the device was explanted because the implant was not functioning.

Event description:
It was reported that the recipient was re-implanted on (B)(6)2023. According to the device explantation report, the device was explanted because it was not functioning.

Manufacturer narrative:
Conclusion: device investigation revealed damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.